Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer provided quality controls (qc) data, which indicated results were within range on the day of event. Siemens is investigating the issue.

Event description:
A discordant, falsely depressed glucose result was obtained on one patient sample upon repeat testing on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). The sample was originally tested on the same instrument, resulting higher. The sample was repeated twice on an alternate instrument, resulting similarly to the initial result. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed glucose result.

Manufacturer narrative:
The initial MDR 1226181-2016-00348 was filed on june 30, 2016. Additional information (07/01/2016): a siemens headquarter support center (hsc) reviewed the instrument data which indicated the reagent addition readings were stable and variation occured only after the sample addition. Based on the results monitors, the hsc concluded that there was no sample mix or reagent delivery issue. The hsc could not determine the cause of the discrepant glucose result and were unable to rule out sample integrity as a potential source of error. The cause of discordant, falsely depressed glucose result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.